Event description:
The facility reported a flo-gard infusion pump where the "start button does not work." The event was reported to have occurred upon power up in the maternity area . This condition had the potential to interrupt delivery. There was no patient involvement, injury or medical intervention reported related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with the start button not working was not confirmed nor duplicated during product evaluation. The keypad was tested successfully and device started infusion normally with a prime loop line set. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per doc. 20j retention period.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.